Event description:
It was reported that the physician requested review of the battery status for subcutaneous implantable cardioverter defibrillator (s-ICD) due to concerns over premature battery depletion. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. A revision procedure was performed and the device was explanted and replaced without incident. No additional adverse patient effects were reported. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the physician requested review of the battery status for subcutaneous implantable cardioverter defibrillator (s-ICD) due to concerns over premature battery depletion. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. A revision procedure was performed and the device was explanted and replaced without incident. No additional adverse patient effects were reported. The explanted device is expected to be returned for evaluation. The device was returned for analysis.